Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6), cvicu called into emergency support program line to request assistance with a fiber optic sensor failure alarm on a cardiosave console during use. (B)(6) reports removing the fo sensor cable in response to the alarm, after which the transduced arterial pressure displays a waveform with no numerical values. She attempts initial troubleshooting prior to contacting the clinical support line by switching to a different pump, however, the arterial waveform is flat with no numeric values. Esp personnel guide (B)(6) through aspirating and flushing the inner lumen, which does not improve the ap waveform. Esp personnel then walk her through troubleshooting the transducer setup using a new cable and ensuring all connections are properly secured. There is no change in ap waveform. Esp personnel recommend replacing the transducer setup entirely. (B)(6) confirms the pressure values and waveforms are now restored and appropriate following this intervention. The bedside team agrees to secure, coil, and label the fo cable with do not use and return the catheter when no longer needed. No harm or injury to the patient was reported.